Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. Customer¿s blood glucose was 110 mg/dl at the time of incident. Customer reported that the insulin pump alarmed pump error during normal use. Self test was performed and failed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (line number = 3294 and file number = 26) due to software error (tt=2252).